Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 413 mg/dl and was treated with bolus from the insulin pump and manual injection. The customer stated that the insulin pump does not seem to be working. The customer reported that they feel okay for troubleshooting. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they have a back-up plan available. The customer did allege that the insulin pump was under delivering because even after giving the bolus the blood glucose did not come down. The customer reported that the insulin exited at the quick release. The displacement test revealed that no reservoir detected. The insulin pump and reservoir will not be returned for analysis.